Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture; baker grade iii/IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age, and race underwent unspecified breast surgery primary breast augmentation with a 450cc mentor memorygel breast implant and was presented with unknown side capsular contracture; baker grade iii/IV. As a result, the device will be explanted on (B)(6) 2020. Since the affected implant has not been clarified, the left implant has been selected as default.

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Also, mentor became aware that previous submission follow up 2 report stated inadvertently opposite replacement devices. It should be as follows: the patient underwent bilateral explantation and replacement with catalog number 3504754bc; serial number (B)(4) on the left side and with catalog number 3504754bc; serial number (B)(4). On the right side on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 12, 2020, mentor became aware of the following: 1) the side of capsular contracture was provided as right. Hence, serial number under field d4 has been updated to (B)(6) on this form. 2) also, per information received, patient underwent bilateral explantation and replacement with catalog number 3504754bc; serial number (B)(6) on the right side and with catalog number 3504754bc; serial number (B)(6) on the left side on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).